Event description:
Consumer complaint of low blood results. Expected blood glucose results non-fasting range from 75 to 115 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Blood test performed using both meters and test result was 107 mg/dl with freestyle meter and 67 mg/dl with trueresult meter. Blood test performed using boyfriend's blood on both meters and test result was 122 mg/dl with freestyle blood meter and 75 mg/dl with trueresult meter. Back to back blood test performed during call non-fasting ((B)(6) 2015; 1:13pm) with results of 101 mg/dl and 135 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 02/26/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: memory 1:75mg/dl (B)(6) 2015 02:34am; memory 2:89mg/dl (B)(6) 2015 02:33am; memory 3:72mg/dl (B)(6) 2015 11:23pm; memory 4:77mg/dl (B)(6) 2015 11:22pm; memory 5:67mg/dl (B)(6) 2015 11:19pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with battery contact damage observed. Test strips not returned for evaluation. Most likely underlying root cause for complaint: test strip issue.